Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, intracapsular rupture on the right. Confirmed via MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported intracapsular rupture on the right confirmed via MRI. The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported intracapsular rupture on the right confirmed via MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, corrected and/or changed data: d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported intracapsular rupture on the right confirmed via MRI. The device has been explanted. This record relates to the right side.